Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced because the r wave had gradually diminished from original implant values and the physician decided it would be best to place a new lead at implant to replace the pacemaker that had met longevity. There were no adverse patient side effects reported.